Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reby1623 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that when the catheter was flushed immediately after placement, the operator felt strong resistance to inject the saline solution. Therefore, the operator attempted to inject the saline solution again, but the catheter was completely occluded and could not be injected. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 4fr s/l groshong proximal connector segment. The locking arms exhibited deformation and mechanical damage consistent with connector disassembly. The sample appeared free of obvious usage residues. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be fully occluded. No fluid movement was observed in the extension tubing, suggesting that the occlusion was proximal of the tubing. Following disassembly of the connector, inspection of the red flushing connector revealed an occlusion near the distal end. Microscopic inspection of the distal end of the red flushing connector confirmed the presence of occluding material. The occluding material was continuous with the connector material. A hole was observed in the connector sidewall proximal of the occlusion. The occlusion and the hole in the sidewall appeared to be the result of material deposition during the molding process. Sample photographs have been submitted to the manufacturing site for further evaluation. Reynosa evaluation: the complaint of ¿the operator felt strong resistance to inject the saline solution¿ was confirmed as supplier related. This defect or issue is originated at the molding process of red blunt connector. A lot history review (lhr) of reby1623 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the catheter was flushed immediately after placement, the operator felt strong resistance to inject the saline solution. Therefore, the operator attempted to inject the saline solution again, but the catheter was completely occluded and could not be injected. There was no reported patient injury.